Event description:
The patient underwent the successful coil embolization procedure of the left anterior cerebral artery (aca) aneurysm. The patient was reported to be in a stable condition immediately after treatment. Approximately one month post procedure the patient was discharged ¿with moderate disability (independent)¿. No additional information was provided.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Physical disability is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.